Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was alleged that there was intermittent sound. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jan-2018 with the following findings: during investigation, the original complaint was unable to be duplicated. The pump powered on to clear vibratory and audible alarm. The pump was opened and there were no intermittent conditions found.